Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of one supplied photo confirms that the device was fractured through. The device was manufactured in june of 2013 and had an approximate field life of 3 years 4 months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisionals (tasps) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured during the trial period of the total knee arthroplasty.